Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No damages or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. No tears, leaks, or damages were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear or the failure to deliver insulin. The data shows that the pod generated an 0x1c alarm, indicating the pod reached its expiration time. The data confirmed the expiration alarm was generated after 80 hours of use.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose rose to 308 mg/dl while wearing the pod between 24 and 36 hours. Insulin was reported to be leaking during wear. The cannula was observed to be dislodged from the infusion site (abdomen) and upon further inspection the cannula appeared to be bent. As treatment, a manual insulin injection was administered.